Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d153 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. However, a corrective and preventive action has already been initiated to investigate drive tube leak/break. Photos were returned for investigation. A review of the photos indicated that the lower bearing stop had delaminated from the drive tub, which in turn produced friction with the drive tube. The root cause of the leak is, most likely, due to lower bearing stop delamination. This delamination produced wearing on the drive tube, which most likely caused the leak. Corrective and preventive actions have already been initiated to address several potential root causes of bearing stop delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report a drive tube leak/break just after buffy coat collection. The customer stated that they aborted the procedure with no blood/products returned to the patient. The customer reported that the patient was in stable condition and had a stable blood pressure. The customer stated that the patient's fluid balance on the instrument's monitor was +53ml at the point when they aborted the procedure, thus the patient did not require a blood transfusion or IV fluids. The customer reported that they did not receive any alarms, and that they noticed the leak when they opened up the centrifuge door after the buffy coat was collected. Photos were submitted for investigation.